Event description:
It was reported that a pt underwent a sling procedure in 2005, and had no problems in the immediate post-operative period. Fourteen months after the procedure, the pt started to have a vaginal discharge that became increasingly heavy. The pt returned to her gyno-urological surgeon who found some "rejection of polypropylene suture and removed three out of six of these." In 2007, the pt started with some light bleeding and which has continued to increase. The surgeon could not find a reason for the bleeding after obtaining ultrasounds and "other" testing. The pt has an appointment scheduled with her gynecologist.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.